Manufacturer narrative:
Submit date: 4/25/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states that the safety device failed to engage the needle. The safety device broke off. This was not used on a patient. The needle was used only to pull out the medication into the needle. This did not reach a patient. There was no needle stick.

Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was 1 sample (opened) submitted with this complaint. The sample was inspected for damage and the issue was confirmed. The safety shield had broken at the hinge point between the hub and the shield. The broken hinge was visually inspected under magnification and appeared to have failed through some form of twisting. The reported condition is confirmed. The exact root cause could not be determined through a review of the equipment or the documentation. The high speed assembly process is validated and should not damage safety shields under normal conditions. According to the complaint description, the needle was used to draw medication and the failure occurred during activation of the shield. It¿s unclear as to why shield activation was attempted prior to giving the injection, because the safety shield is intended to be locked after the injection. The safety shield of the returned sample looked as if it had failed through some form of twisting. Rotational forces are not applied to the safety shield during the assembly of this needle. Three (3) samples of item 4502310hs from the high speed assembly were examined. This product uses the same safety shield part number as the product in question. The safety shields of all samples were activated according to the instructions for use without any damage occurring. The shields were then twisted around the needles until failure. The shields of each sample failed after approximately 2 rotations and all broke at the same hinge as the returned sample. The broken hinges were visually inspected under magnification and had a similar appearance to the returned sample. Images of the returned samples and the experimental samples are attached to the complaint. Based on the investigation, the most probable root cause was due to user error. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and hinge pull test. The shop orders used for this lot met all defined acceptance requirements and were released. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. The failure was most likely a result of user error. It¿s recommended the user consult the instructions for use included with the product for guidance.